Manufacturer narrative:
D10 concomitant products: cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y) cl-813, cl-813 polysorb* 1 vio 75cm gs21 x36, (lot number: a5c2225y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy with umbilical hemorrhage, the suture needle detached from the suture while suturing after patient incision, and the needle fell into the patient cavity and was not retrieved. A total of three sutures were circulated, and the same issue occurred with all three sutures from the same product and lot number. No imaging was required to locate the needle. An additional new suture was used without issue.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure with umbilical hemorrhage, the suture needle detached from the suture while suturing after patient incision. It was noted that no needles were left inside the body cavity of any patient, and allaffected needles were properly removed and disposed of. A total of three sutures were circulated, and the same issue occurred with all three sutures from the same product and lot number. No imaging was required to locate the needle. An additional new suture was used without issue. There was no patient injury.

Manufacturer narrative:
Additional information: b1, b5, g3, h1, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.